Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked and air leaked in the arctic gel pad. It was replaced with a new one to solve the issue. Per follow up information received via email on 30aug2024, they tested two devices, both had same leakage issues. After replacing the gel pads, both devices became normally, so that the issue was due to a leakage from the gel pads. The issue has been resolved by replacing a new set of gel pads. Replacing the new gel pads repaired the leakage issue. After resolving the leakage issue, the patient continued the therapy with the original device. The pause of replacement process did not have any impact on the patient.

Manufacturer narrative:
The reported issue was unconfirmed, as the reported issue was not duplicated during testing. The root cause of the reported issue could not be determined, as the issue could not be reproduced during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. The complete customer's name that is available is taipei medical university-shuang ho hospital, ministry of health and welfare. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leak and air leak in arctic gel pad, replace it with a new one to solve. Per follow up information received via email on 30aug2024, they tested two devices, both had same leakage issues. After replacing the gel pads, both devices became normally, so that the issue was due to a leakage from the gel pads. The issue has been resolved by replacing a new set of gel pads. Replacing the new gel pads repaired the leakage issue. After resolving the leakage issue, the patient continued the therapy with the original device. The pause of replacement process did not have any impact on the patient.